Event description:
A caller reported a power source alert related to a malfunction with charging equipment. There was no adverse impact to the customer's blood glucose level. The issue was resolved by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.